Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional info: contact person(name: (B)(6). It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had a issue of unit fails 3rd portion of pim section. There was no patient involvement, and no adverse event was reported. A getinge field service engineer discovered as part of the pm. Unit fails the third portion of the pim section of the all manifold test. See attached pictures. Continuous condensation removal procedures, never brought down the difference below 65 points. Nothing unusual in the logs, attached for reference. Unit fully functional otherwise. Replaced suspect pim (d997-00-1178) and successfully completed an all manifold test without issue. See attached pm service order 44288860 for measurements and calibration information. Completed pm with all functional and safety tests per manufacturer specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-1178, serial number (B)(6), with a reported unit failure of a failed pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Ran the all manifolds test and this part passed the pim portion of it. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit fails 3rd portion of pim section of the manifold test, continuous condensation removal procedures, never brought down the differences below 65 points. There was no patient involvement.